Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2017-07741. All information can be found under manufacturer report number 1416980-2017-07741. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for peritonitis. The cause of the event was not reported. Seven days prior to the receipt of this report, the patient started treatment with intraperitoneal vancomycin (dose, frequency and duration were not reported) and intraperitoneal gentamycin (dose, frequency and duration were not reported) for peritonitis. Two days later the vancomycin and gentamycin were discontinued. The following day, the patient was started on intravenous cefepime (1g/2g for three weeks; frequency not reported) for peritonitis. On that same day, the patient was deemed recovered from the event. On an unknown date, physioneal therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
This event was originally captured in 607055 and reported in manufacturer report number: 1416980-2017-07741.    Should additional relevant information become available, a supplemental report will be submitted.